Event description:
It was reported that the patient experienced extracardiac stimulation due to right ventricular (rv) lead. It was noted there was high rv threshold. The device was reprogrammed and lead remains in use. The patient is enrolled in (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419588, lead, implanted (B)(6) 2014. (B)(4).